Event description:
The physician claims that during a procedure in 2007, the device was ripping every time that it was stitched. The procedure was completed with a dacron graft. It was reported that there was no patient injury and the patient's condition is ok.

Manufacturer narrative:
Returned device being evaluated. Additional information being requested. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All manufacturing and quality assurance testings were carried out in accordance with our standard procedures. The device history record for this batch shows that the product mets its specifications at the time of release to distribution. There are no similar incidents against this batch.